Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited high threshold. After the suture sleeve was tied down, the lead exhibited loss of sensing, low impedance and insulation anomaly. The lead was not used and a new lead was implanted. No patient symptoms were reported.